Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor memorygel siltex mod-rnd 400cc breast implants, catalog number 3544007, lot number 267732. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old female patient underwent a breast augmentation revision with mentor memorygel siltex mod-rnd 400cc, breast implants which the right side ruptured after implantation. The issue of rupture was confirmed. As a result patient had the device explanted and replaced with unspecified mentor prosthesis on (B)(6) 2018.

Manufacturer narrative:
Upon receipt to mentor, the device contained gel with clear appearance. Red material was observed within the device. Gel was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view measuring 2.5 cm. No other anomalies were found. Because mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).